Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to ensure the new product replacement resolved initial concern and meter is not displaying high results as well as customer's condition;customer did not reported medical attention; customer is satisfied with the new product replacement blood glucose reading.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer reported symptoms of sleepiness, nervousness, and dizziness. Medical attention is not reported on (B)(6) 2016 as a result of blood glucose results and reported symptoms. Customer performed fasting blood glucose test with result of 285 mg/dl and customer went to the hospital. Blood glucose test performed at the hospital with results of 151 mg/dl within 30 minutes of test with trueresult meter. Medicine was administered to customer (actual names not provided) and customer was released with blood glucose of 110 mg/dl. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2016 produced results of 192 mg/dl and 233 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.